Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Results from the product history record review indicated the iol met release criteria. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported that during the implant of an intraocular lens (iol), the lens appeared to be tilted because there was a posterior capsule rupture. Additional information was requested.